Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer stated the needle guards are coming off easily. The customer was advised to change out set and reservoirs. The customer's blood glucose ranged between 300mg/dl-450mg/dl. The customer treated with injection. Customer declined troubleshooting for high blood glucose, because she was not having the alarm for insulin blockage. In her previous call, customer had reported an insulin blockage, but during troubleshooting the insulin did exit. The customer was advised to monitor their blood glucose.